Manufacturer narrative:
Customer indicated that the false negative dat reported for the first sample was an isolated incident. The second sample from the same patient was tested positive in manual testing and "?" On provue where visual inspection indicated 2+. Initial false negative results were reported to clinician. Results were corrected from negative to positive dat upon testing second sample in manual gel. Followup communication with the customer indicated no other false negative results were observed on the provue. The investigation determined that the most likely root cause of this event was sample related. Although erroneous results were initially reported, no harm was done to the patient due to this incident.

Event description:
Customer contacted cts to report false negative direct coombs result for a cord blood patient sample on provue analyzer. Provue analyzer reported dat as negative. Doctor ordered heel stick because of high bilirubin on patient. Customer then tested sample manually and obtained dat positive with a result of 2+. Customer attempted to test on provue analyzer once again and obtained "?" Nrd result, and the card in question was sent to service rack for review. Customer states that using visual interpretation indicates 2+ reaction. Original negative results were reported out from provue to the doctor but later corrected once customer performed test manually.